Event description:
It was reported that seven pts underwent an open posterior instrumented fusion (psf) with tlif procedure using an interbody device and posterior instrumentation. An unk time post-up, all seven pts underwent revision surgeries to remove painful hardware.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.